Event description:
Medtronic received information that a retrospective study was performed to describe both normal and pathological appearances of implanted pulmonary valved conduit in postoperative follow-up. The study evaluated computed tomography (CT) and magnetic resonance imaging (MRI) follow-up data collected between january 1999 and july 2013 for 24 patients (predominantly male; mean age of 11 years) implanted with pulmonary valved conduit (model/serial not provided). Per tables 4 and 5 within the literature, observed complications confirmed by CT or MRI analysis included stenosis (n= 15), calcification (n=11), dilatation (n=8), plicature/twist (n=6), valvular regurgitation (n=5), and thrombus/vegetation (n=2). Per table 1 within the literature, complications listed as indications for radiological examination included endocarditis (n=3), pulmonary embolism (n=3), pulmonary edema (n=1), hemothorax (n=1), mediastinitis (n=1), pneumonia (n=1), dyspnea (n=1), retrosternal chest pain (n=1), and pulmonary hypertension (n=1). No additional adverse patient effects were reported. Requests for additional information provided no further details.

Event description:
Also, seven total patients underwent intervention: implantation of a new valve (n=5) or stent (n=1) in the pulmonary valved conduit or the pulmonary artery (n=1). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: no device was returned, and no unique device identifier numbers were provided. Without this information a review of the device history record could not be performed.

Manufacturer narrative:
The devices were not returned to medtronic. (B)(4). Title: mr and CT imaging of pulmonary valved conduits in children and adolescents: normal appearance and complications authors: estelle v. Tenisch, leonor t. Alamo, nicole sekarski, michel hurni <(>&<)> françois gudinchet doi 10.1007/s00247-014-3057-2.